Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of the logfile for the day of treatment shows during the start-up the system passed all initialization steps without any relevant deviation. The user performed the gas change, performed the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile shows multiple successfully performed treatments. The user performed an energy check for the whole day and treated thirteen eyes without further energy check. However, it is recommended, that an energy test is performed before each patient. The measured energy was stable. No abnormalities or deviations can be detected in the logfiles, which can contribute the reported issue. No technical root cause is detectable. The technical review showed that the system was well within the specifications. Anterior uveitis is not related to the device. Reported event is related to the environmental conditions in the clinic or the to the process they apply pre- and postop surgery. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported anterior uveitis (toxic anterior segment syndrome) with secondary glaucoma in both eyes post topography guided photo refractive keratectomy (prk). A cycloplegic eye drop with steroid was prescribed. Uveitis and glaucoma resolved following drop treatment. The patient still has an irregular pupil. Additional information received stated patients were doing well first week following the procedure and redness appeared three weeks post-operative. Surgeon changed the contact lens which is usually in place for one week post-operatively. The surgeon suspects laser energy. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.